Event description:
Information received indicates after placing the bed in the high position, it will drift six to eight inches. The bed was just repaired in april.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.